Event description:
Reporter noted aspiration problems with phaco system during cataract extraction. While trying to complete the procedure the patient had an expulsive hemorrhage. Unable to implant anterior chamber iol. Patient has lot sight in this eye.